Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Updated section b7 for patient history bone quality is unknown

Manufacturer narrative:
Patient identifier, other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age and weight are unknown. Implant date is not applicable since the product was never placed. Explant date is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure error in surgical protocol was observed.